Event description:
It was reported that noise oversensing was on this newer right ventricular (rv) lead. The patient reportedly passed out and fell and was in the hospital. It was confirmed that there was rv capture. Technical services recommended performing isometrics and pocket manipulation while running serial impedances, as well as trying to reproduce the noise. It was also discussed that an x-ray could be performed. The field representative was to discuss with the physician. No additional adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.